Manufacturer narrative:
Date of event: (B)(6) 2017. Date of report: august 2017.

Event description:
A report was received that the patients ipg was non-functional. The patient opted to have an explant procedure. No further information could be obtained at this time.